Event description:
The right atrial lead triggered an impedance warning on (B)(6) 2024, for low impedance. The lead trends appear stable. Device function not affected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).